Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a motor error alarm during a basal/doblus delivery. Customer did not expose the insulin pump to a high magnetic field. The customer stated the motor error alarm occurred twice in the past 30 days. The customer's blood glucose was 300 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm other error alarms due to over written history files. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.